Event description:
During acl repair using a bone tendon bone graft, the head of the biorci screw broke. It was reported that all the pieces of the screw were removed. User facility stated that it is unknown if a tap was used in this procedure. No patient injury was reported.